Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal failed to load; the seal did not roll on both sides. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, anchor tab and the seal were returned outside the devices. The seal was cracked along fourth row of the outer edge and the third row from the center. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).